Event description:
Valve was removed due to non-structural dysfunction relating to pannus and thrombus. Prior to explant stenosis was noted by echo and cath. Pt has history of rhematic heart disease. Valve was replaced. No additional consequence reported for the pt.